Event description:
On 09/01/2009, the pt reported, she has had elevated blood glucose readings for the past 3 weeks. She stated she has changed her insulin infusion set 3 times in the past 24 hours because the headset was not properly adhering to her skin. She used an add'l adhesive aid to help it stick. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.